Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) administered two shocks with a shock impedance reading of <20 ohms. Upon interrogation,a yellow screen,low shock lead impedance warning was displayed. The patient was in a sinus tachycardia, and felt the shocks delivered. Additional information was received sataing the device was explanted , and the lead was surgically abandoned.